Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The release criteria was not met, and two (2) full recaptures were required to get the device in the correct position. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. After release, it was observed on transesophageal echocardiography (tee) that there was a thin filament thrombus hanging off the threaded insert of the closure device. The physician removed the sheath and the patient was immediately started on a full dose heparin drip for 24 hours. The patient was placed on anticoagulation medication, and will continue to take until the 45 day follow up appointment. The patient was discharged from the hospital.